Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use, (IFU) states: for sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status updated from not returning to returned. Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture retrieval issue (no blue suture was present) was confirmed based on the observed link detachment. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The proglide device was used in a 10f access site without using the pre-close technique. Per the instructions for use: for sheath sizes greater that 8fr, at least two devices and the pre-close technique are required. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 10f sheath after an interventional stenting procedure. Reportedly, when the proglide plunger was removed no blue suture was present. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.